Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction tubing was found to be kinked causing low suction. The tubing was adjusted, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was not suctioning as expected. This was discovered during peruse checkout. There was no report of patient involvement.&#842;